Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. No cartridge was returned. The lens was returned pressed down on two (2) iol case posts resulting in gross optic and haptic damage. The haptic and a portion of optic were detached from the remaining lens due to condition of returned sample. A significant amount of solution is dried on the iol. Unable to conduct folding test due to the condition of the returned sample. The product investigation could not identify the root cause for the reported complaint "implant did not unfold ". The returned lens was severely damaged. No cartridge was returned. Lens folding test could not be performed. Due to this, we are unable to complete a thorough investigation to determine a root cause. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.3. And d.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol), the lens did not unfold for placement. There was no reported patient impact. Additional information was requested.